Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR and no abnormality was observed during in-process and final control inspection. Sample evaluation: no sample and no picture were returned for evaluation. Investigation statement: based on the complaint description stated by the customer, "after the CT contrast injection, upon disconnection, the cannula was bleeding out, the internal valve was not working". However, due to no sample or picture of the defect mode, confirmation on the defect type and defect location is not possible. In assembly machine, the system will automatically reject and remove the defective part at the reject part station if the part failed for the valve leakage test. Furthermore, valve condition is checked by an in-line vision system during x-ray clip and valve inspection. If the valve is not in the position, the system detects it, and the part is automatically rejected at the next station. Conclusion: no sample and no picture were provided for further investigation. Should customer encounter similar defect, please advise the facility to retain and return the sample for a thorough investigation. Therefore, the complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k111236.

Event description:
According to the event description: "after the CT contrast injection, upon disconnection, the cannula was bleeding out, the internal valve was not working (detached during the injection?)".